Event description:
It was reported that during inspection for use the image on the videoscope, could not be viewed from the front. There was no report of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information: h3, h4. The device was returned to olympus for inspection, and the reported failure of image could not be viewed from the front was confirmed. Based on the results of the investigation, probable causes include component damage or deterioration, environmental factors such as dust, dirt, or humidity, optical issues, overheating, and electrical problems such as signal loss or open circuits. However, no design or manufacturing issues were identified. Therefore, the most probable cause of this complaint is an expected or random component failure unrelated to any design or manufacturing defect. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.